Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study in regard to a patient receiving morphine 10.0 mg/ml at 3.997 mg/day, bupivacaine 10.0 mg/ml at 3.997 mg/day, and clonidine 200.0 mcg/ml at 79.93 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and other chronic/intract pain (trunk/limbs). The patient's medical history includes vaginal cancer, epilepsy, hypertension, osteoporosis/osteopenia, stents in heart, hyperlipidemia, sleep apnea, and type ii diabetes. Logs provided indicate a motor stall occurred on (B)(6) 2013 at 09:07 and recovered the same day at 10:22. A second motor stall occurred on (B)(6) 2013 at 14:22 and recovered the same day at 14:55. No additional information was received in regard to the motor stalls. No electromagnetic interference was reported. No patient symptoms reported. The cause of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.